Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[lifting keypad, flange screw oxidization]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[lifting keypad, flange screw oxidization]. There was no reported patient involvement.

Manufacturer narrative:
Please note that the suspect device was not returned for investigation; however, one (1) photo was provided of a syringe module device with a lifted keypad at the upper left side of the front case. The customer¿s report that the syringe pump had keypad lifting was confirmed through the provided photo. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Customer provided sample photo only. No device was returned.